Event description:
Revision surgery - due to the poly insert disengaging from the tibial tray.

Manufacturer narrative:
The reason for the revision surgery is a disengaged posterior stabilized (ps) constrained insert. Patient information such as weight, history of trauma, and physical activity level were not provided with this complaint. The healthcare professional indicated a significant adverse event and a serious risk to the patient. Hospitalization, initial or prolonged was required. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical and was visually inspected and photographed. A review of the device history records showed that all released implants met critical dimensions and specifications when released from djo surgical and that all of the components in the incident lot were inspected 100% for the profiles of the geometries that engage the tibial baseplate tray and the three anterior snap tangs that secure the insert into the baseplate. A review of the product complaint report history showed there are (B)(4) prior complaints for this insert part number 370-11-508. (B)(4) was due to quad weakness and (B)(4) was for an insert where the screw has disengaged from the baseplate. The part from (B)(4) was from the same lot as this incident complaint. This is the (B)(4) complaint for this part number where it is reported the insert disengaged from the baseplate. The root cause for the dissociation could not be determined with confidence. The most likely scenario that could disengage the insert is a load in excess of design capability on either the anterior or posterior side of the ps post. This type of loading can occur during flexion or hyperextension where the post provides the primary support to the femur or during excessive physical activity or trauma. These factors along with possible improper seating of the insert or attachment screw during primary surgery, and/or component positioning could have contributed to the disengagement. There are no indications of a product or process issue affecting implant safety or effectiveness.